Event description:
The pt was bilaterally implanted with combination gel/saline mammary prostheses on 6/8/88, subsequently the pt experienced breast pain and bowel syndrome. The devices were removed on 1/24/95.